Manufacturer narrative:
H3 other text: device received by third party.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.no medical intervention was required by the patient. A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center states no visible foam particles exist, no evidence of foam particles found in the assembly, device connector was completely destroyed, corrosion in device, no complaint was confirmed. The photos were taken according to fc- 16-700-643.the device is scrapped.

Manufacturer narrative:
Made a correction in following fields: device avail. For eval? (Rfb). Device serviced by 3rdp.